Event description:
It was reported that there has been a gradual deterioration of the r wave amplitude since implant of this right ventricular (rv) lead. Technical services (ts) was consulted and noted that, considering the changes also noticed in both pacing and shock impedances, in-clinic lead integrity testing was recommended to evaluate for possible lead dislodgement or clinical condition. Lead revision may be necessary. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that there has been a gradual deterioration of the r wave amplitude since implant of this right ventricular (rv) lead. Technical services (ts) was consulted and noted that, considering the changes also noticed in both pacing and shock impedances, in-clinic lead integrity testing was recommended to evaluate for possible lead dislodgement or clinical condition. Lead revision may be necessary. No adverse patient effects were reported. This rv lead remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.